Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2020. Blood glucose reading was 26 mg/dl. Customer was treated with food, glucose tablets, glucagon, juice and crackers. Customer woke up with emergency medical treatments around her, she went to bed with blood glucose 198 mg/dl and she taken a bolus. Customer also reported that the insulin pump had beep anomaly. Customer was not using auto mode. Customer did believe insulin pump was over-delivering. Customer could not determine why it was beeping and it occurred a few times over a couple of hours. Her audio was on vibrate and it would beep every 15 to 20 minutes. Frequency of beep anomaly was every 15 to 20 minutes. Customer was able to complete carelink upload. Troubleshooting was performed for low blood glucose. The insulin pump and reservoir will not be returned for analysis.